Event description:
The affiliate reported that there was a shunt surgery. A health care professional (hcp) tried a pumping test with a shunt before implantation but it didn¿t work. Saline didn¿t flow through the shunt thus the hcp assumed that there is a blockage inside the shunt. The defective shunt will be returned as soon as possible.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve casing has been pushed forward out of position. It is likely that the cause was from excess pressure when flushing the saline and pumping. This however could not be confirmed. During the functional testing of the device found what looks like to be a needle hole near the black arrow and the distal connector. The device passed all tests with the exception of the pressure test. This was a result of the position of the valve mechanism in the silicone housing. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.